Manufacturer narrative:
The investigation could not determine a specific root cause as no sample was available for investigation. No adverse event was reported.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The user received a questionable tsh result from the cobas e601 when compared to the result from an architect analyzer. The result from the cobas e601 was 0.04 uiu/ml and the result from the architect was 1.2 uiu/ml. The result of 0.04 uiu/ml was reported outside the laboratory. The patient was not adversely affected. The tsh reagent lot number was not provided. The user suspects that administered benzoate compounds might have influenced the elecsys tsh assay and resulted in the falsely-depressed value.